Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alleges under delivery. Customer¿s blood glucose level was 200 mg/dl. The customer¿s current blood glucose level was 120 mg/dl. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose vlaues. Customer declined to troubleshoot for high blood glucose. The customer treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08730 inches. No device deficiency anomaly or under delivery anomaly noted during test.